Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported false alarms with the syringe modules. The customer is unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusion complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In one event the rate of infusion was set at 0.7 ml/hr. The patient experienced desaturation after a syringe change, and no lasting effect was reported.